Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the information he uploads to software was not being stored. The customer reported that he had been experiencing high blood glucose levels for almost a week leading up to the call. Blood glucose level at the time of the call was around 500 mg/dl. The insulin pump was not replaced or returned for analysis.